Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure with a prostar xl 10 fr device. The device was inserted and good marking obtained. The cardiologist deployed the device and two of the four needles presented at the hub. The pt complained of pain at the site. The cardiologist removed the two needles and attempted to backdown the two needles that had not presented. Backdown was unsuccessful as determined by fluoroscopy. The pt was taken to surgery for removal of the device and arteriotomy closure. The pt recovered without further incident.